Manufacturer narrative:
Device analysis for the ins revealed no significant anomaly. The ins battery was near normal end of life. Telemetry and output was okay. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer reporting that the lead configuration was: 2 x 8, rate range: 40 hz, a1: 6-, 7+, 14-, 15+, pw: 270 us, amp: 6,1 v. The impedances were unknown. The device reached end of service (eos) on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins battery was discharging too quickly. The ins was replaced and the issue was resolved. No symptoms were reported. The patient was alive with no injury. The issue occurred during normal use. No further complications were anticipated.